Event description:
It was reported that the device was returned due to the loss of telemetry after a charge was performed prior to implant. The device was not implanted. It subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.